Event description:
Information received from the field does not address the patient's clinical status but notes that during interro- gation of the device, a battery voltage of 2.19v and a high current drain of 62ua were observed. The cell impedance was 9kohms and the battery voltage indicated rrt voltage. Dashes (---) were noted for most parameters. Subsequently, a decision was made to replace the device.